Manufacturer narrative:
Batch review performed on 12 november 2018. Lot 165651: (B)(4) items manufactured and released on 01 february 2017. Expiration date: 2022-01-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e, lot 172573: (B)(4) items; manufactured and released on 05 september 2017. Expiration date: 2022-08-23. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 months after primary the surgeon revised the patient for an infection case. The patient had already undergone to two washout before detecting the infection. The pathogen was found to be staphylococcus aureus. Liner and head swap was performed. The surgery was completed successfully.